Manufacturer narrative:
No conclusion code available; final analysis found foreign material in the right atrial channel. Foreign material contamination likely occurred due t o header rework. The device was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the new pulse generator exhibited high impedance when a lead was connected. The lead tested normal through psa so the pulse generator was not used and replaced. The patient was in stable condition post operation.